Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened as intended.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, during proximal transection, a green reload was used. It was noted the jaws did not open as wide as usual after firing occurred. The surgeon removed the stapler but the cartridge was still attached to tissue. By using a grasper the cartridge was easily removed from the tissue. The surgeon did not notice any unusual noises or different closing/firing issues. The staples appeared to be formed properly. Another green reload was used which only deployed 1/2 the amount of staples. A new stapler was opened for the distal transection. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.